Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. The treatment appears to be related to the circumstances of the procedure. Reportedly, device was not flushed prior to use. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - incorrect prep.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a ventricular tachycardia (vt) ablation procedure with a 8f sheath. Reportedly, initial flushing of the device was not performed prior to use. When device was inserted into the vessel, backflow was not observed through the marker lumen, rather it was coming out of the quick cut portion of the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.